Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 8709 lot# serial# (B)(4) implanted: explanted: product type catheter product ID 8575 lot# n296223 serial# implanted: explanted: product type catheter updated : analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Conclusion code 92 no longer applies.

Event description:
Additional information was received from a manufacturing representative. It was reported that the pump was explanted on 2017 (B)(6) and was not replaced with a device from the manufacturer. They believed the catheter was non-working as they could not withdraw drug on attempted replacement. A 21g needle was used to draw the remaining gablofen.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The pump was returned, and analysis found no anomalies. The 8709 catheter was returned, and analysis found no significant anomalies. Analysis identified the catheter body to be deformed in shape. However, it did not affect the performance of the catheter. The 8575 pump connector was returned, and analysis found no anomalies. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient receiving gablofen (baclofen) 2000mcg/ml for a total dose of 360.2 mcg/day via an implantable pump for intractable spasticity and cerebral palsy. It was reported they are trying to rule out a pocket fill. It was noted that the "likelihood was fairly low, but they wanted to have the information." The following consideration was reviewed: reviewed imaging to estimate pump volume. The healthcare professional (hcp) was provided with a phone number to call a pharmaceutics company for drug related considerations. No symptoms were reported. Event date was noted as (B)(6) 20176. On (B)(6) 2017 additional information was received from the healthcare provider reported that a pocket fill was confirmed since the pump x-ray indicated that the pump was not full as did the re-attempt at pump refill (they withdrew all the baclofen and refilled the pump). The symptoms the patient experienced was that he was reported to have a lot of sedation on the way home from the clinic. When the patient came back and was seen the patient was at baseline again and not sedated. The troubleshooting performed was reported as they did a pump series x-ray and saw the pump bellows showed a partial fill. Also they withdrew fluid from the pump and refilled it. It was not completely full when they withdrew all the fluid before the second fill. Per the healthcare provider the cause of the partial pocket fill was reported as human error as the np (nurse practitioner) who did the initial fill thought she was in the pump during her refill. The issue was resolved as the patient was discharged from the clinic stable and at baseline and had the pump refill performed prior to discharge. No further complications were reported/anticipated.